Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an abdominal hernia coincident with peritoneal dialysis therapy and later passed away. The hernia was manifested by unspecified pain. The cause of the hernia was unknown. The patient was hospitalized for the event. While hospitalized, the patient underwent surgical intervention for the hernia. The patient was sent to the intensive care unit (ICU) post operation. Two days after ICU admission, the patient passed away. The cause of death was reported to be post-operative complications (further details not reported). It was not reported if an autopsy was performed. It was unknown if therapy remained ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and electrical testing were performed and no issues were noted. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.